Manufacturer narrative:
The device was received for evaluation. During functional testing, a cracked/black screen was observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a damaged liquid crystal display. The liquid crystal display requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available. A supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a black screen during programming/setup. There was no patient involvement. No additional information is available.